Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed repeatedly during a case. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon review, the initial MDR (2016493-2025-66771) was submitted in error and we found an existing submission. Submitting this MDR to retract the previous one and a new supplemental will be sent for the original MDR (2016493-2023-01177).

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e3,g1, h6, h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-aug-2021 to 25- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the retractor band cable was loose. A field service engineer tightened the retractor band cable and relocated the pacemaker magnet to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis anesthesia system drawer was failed repeatedly during a case. Customer tried to recover the drawer, but issue didn't resolve. There were no adverse events or injuries reported based on this incident.